Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that balloon rupture occurred. A 6.0x220x150-hybrid sterling balloon catheter was advanced for dilation. However, the balloon ruptured during the procedure. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported.